Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported I-stat act-celite cartridges were producing error code 44 and error code 46. A pt was having ventricular tachycardia ablation when a nurse tried to run a baseline sample and obtained an error code 46. In total, customer reported 7 error code 46 results and 1 error code 44 result over different pt samples which caused delays in obtaining test results. There was no serious impact to the pt.

Manufacturer narrative:
(B)(4).